Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was further reported that there were a couple additional episodes of t-wave oversensing resulting in anti-tachycardia pacing. It was noted that the patient was shoveling snow at the time the episodes were recorded. The physician was concerned about the integrity of the lead. Programming options were discussed regarding adjusting right ventricular sensitivity.

Event description:
It was reported that the right ventricular lead had two episodes of t wave oversensing. Anti-tachycardia pacing was delivered in each episode. The lead is still in use. No patient complications have been reported as a result of this event.